Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 piece of thread and open pack, no needle. Analysis and results: there are no previous complaints of this code batch pf which we manufactured and distributed (B)(4) units in the market. There are no units is stock in b. Braun surgical's warehouse. We have received an open sample, seems unused, with a thread and an aluminum pack. Needle is missing. The thread end looks broken but without the needle we cannot confirm that. However, without closed samples a proper analysis cannot be done. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative "needle detachment before use in a vet case; needle fell off when removing from sachet. Needle was unfortunately lost."